Event description:
It was reported that the programmer would get good telemetry when interrogating "trunk inventory", but when interrogating an implanted device, the connectivity lights fluctuate from yellow to green. Another programmer was on-site and was used to interrogate the patient without issue. Technical support (ts) stated that the caller should try a new radio frequency (rf head) and see if that resolves the issue. If the issue remains, the programmer should be returned for repair. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).